Event description:
Pt had a low anterior colon resection for colon ca. Developed pelvic abscess with anastomotic leak requiring return to surgery. Exploratory lap & colon resection, colostomy, drainage of pelvic abscess and liver biopsy completed. Positive for liver mets.